Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer would dis-continue the use of the device. Product mmt-1780kpk was returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, cracked retainer, cracked keypad overlay, pillowing keypad overlay, keypad overlay texture damage and broken belt clip rails. In conclusion, customer concern for cosmetic damage was confirmed at the battery compartment during visual inspection when broken belt clip rails was noted. Retainer ring damage confirmed due to cracked clear retainer ring. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.